Manufacturer narrative:
Batch review performed on 07 march 2019: lot 1852969: (B)(4) items manufactured and released on 26-oct-2018. No anomalies found related to any of the three reported problems (failure of coupling, pin deformation and pin detachment). To date, no other similar event has been reported on this lot for any of the claimed issues. Three additional devices with the same reference ((B)(4)) and lot (1852969) are involved in the complaint. Other devices involved in the complaint are: mis pedicle screw (B)(4) mis release system-shaft short/jpn lot 1850178: (B)(4) items manufactured and released on 14-march-2018. No anomalies found related to the problem. To date, no other similar event has ever been reported on this lot. Mis pedicle screw (B)(4) mis release system-handle lot 1755363: (B)(4) items manufactured and released on 22-march-2018. No anomalies found related to the problem. To date, another similar event has been reported on this lot. Mis pedicle screw (B)(4) mis release system-cap lot 1850177: (B)(4) items manufactured and released on 13-apr-2018. No anomalies found related to the problem. To date, no other similar event has been reported on this lot.

Event description:
After the insertion of the pedicle screw, the surgeon was not able to disengage the release handle from the inner sleeve. The surgeon was able to disengage by hammering the sleeve with the hammer. Due to this event the surgery was prolonged about 20 minutes. After surgery it was noticed that 2 out of 6 towers used in the surgery lost an axial pin and 1 out of 6 towers bent an axial pin. It was unknown whether pin loosing/bending directly related to the complaint event.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the root cause of the event, difficulty in the disengagement of the mis release system from the percutaneous tower, could be caused by the potential impingement between the mis release system (03.52.10.0511+03.52.10.0514 + 03.52.10.0513) with the percutaneous tower in some condition. The mis release system it's not available to test this condition. During the inspection, it was found out that the towers present one or more axial pins missed, deformed. It's not possible to clearly define the cause of this event (deformation of the pins), but a potential root cause could be the bending maneuver on the tower during disengagement.